Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty cycler set and the serious adverse events of peritonitis (characterized by cloudy peritoneal effluent fluid and abdominal pain), which warranted antibiotic therapy. The pdrn attributed causality to the patient dropping the liberty cycler set tubing while initiating treatment. Instead of replacing the liberty cycler set, the patient picked up the tubing and began ccpd therapy. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Enterococcus faecalis is a normal inhabitant of the human gastrointestinal tract, and peritoneal enterococcal infections are usually the result of a touch contamination event or from a possible gi source. According to the pdrn, the serious adverse events were related to a fresenius product(s) and/or device(s). Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report of a fresenius device(s) and/or product(s) failing to meet the users¿ expectations or the manufacturers¿ specifications. This is further evidenced by the patient¿s continued use of the same liberty select cyler. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis 3 days ago. During follow-up, the patients¿ pd registered nurse (pdrn) reported the patient presented to the outpatient home dialysis clinic on (B)(6) 2026 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc elevated, results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin and ceftazidime (dosages, durations, frequencies not provided). The patient¿s peritoneal effluent culture result returned positive for enterococcus faecalis on (B)(6) 2026, and the patient¿s antibiotics were discontinued and replaced with ip ampicillin (dose, duration, frequency not provided). The patient is recovering from the serious adverse events and continues to undergo ccpd therapy at home utilizing the same liberty select cycler without any reported issues. The pdrn attributed causality to the patient dropping the liberty cycler set tubing while initiating treatment. Instead of replacing the liberty cycler set, the patient picked up the tubing and began the ccpd treatment. Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction.